Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6)-year-old female patient who had essure (batch no. B02267) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Concomitant products included diazepam (diazepan) since (B)(6) 2015 and ibuprofen (ibuprofeno) since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced procedural pain ("pain during essure insertion"). In 2018, the patient experienced depression ("depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), back pain ("lumbar pain irradiating to legs"), balance disorder ("lack of balance"), pyrexia ("fever"), decreased appetite ("lack of appetite"), migraine ("strong migraine"), alopecia ("excessive hair loss"), cervix disorder ("uterine cervix lesion"), endometriosis ("endometriosis") and adenomyosis ("adenomyosis") and was found to have uterine leiomyoma ("myoma"). The patient was treated with surgery (laparoscopy on (B)(6) 2018, fallopian tubes and uterus were removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, procedural pain, vaginal haemorrhage, back pain, balance disorder, pyrexia, decreased appetite, migraine, alopecia, cervix disorder, endometriosis, adenomyosis, depression and uterine leiomyoma outcome was unknown. The reporter considered adenomyosis, alopecia, back pain, balance disorder, cervix disorder, decreased appetite, depression, endometriosis, migraine, pelvic pain, procedural pain, pyrexia, uterine leiomyoma and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2015: pregnancy negative. Magnetic resonance imaging - on an unknown date: adenomyosis. Ultrasound scan - in (B)(6) 2016: essure in correct position. Uterine cervix lesion and endometriosis. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 36-year-old female patient who had essure (batch no. B02267) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. Concomitant products included diazepam (diazepam) since (B)(6) 2015 and ibuprofen (ibuprofen) since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced procedural pain ("pain during essure insertion"). In 2018, the patient experienced depression ("depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), back pain ("lumbar pain irradiating to legs"), balance disorder ("lack of balance"), pyrexia ("fever"), decreased appetite ("lack of appetite"), migraine ("strong migraine"), alopecia ("excessive hair loss"), cervix disorder ("uterine cervix lesion"), endometriosis ("endometriosis") and adenomyosis ("adenomyosis") and was found to have uterine leiomyoma ("myoma"). The patient was treated with surgery (laparoscopy on (B)(6) 2018, fallopian tubes and uterus were removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, procedural pain, vaginal haemorrhage, back pain, balance disorder, pyrexia, decreased appetite, migraine, alopecia, cervix disorder, endometriosis, adenomyosis, depression and uterine leiomyoma outcome was unknown. The reporter considered adenomyosis, alopecia, back pain, balance disorder, cervix disorder, decreased appetite, depression, endometriosis, migraine, pelvic pain, procedural pain, pyrexia, uterine leiomyoma and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2015: pregnancy negative. Magnetic resonance imaging - on an unknown date: adenomyosis. Ultrasound scan - in (B)(6) 2016: essure in correct position. Uterine cervix lesion and endometriosis. Lot number: b02267, manufacture date: 2013-02, expiration date: 2016-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jul-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.